Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for power error alarm. The pump was also received with a cracked keypad overlay at the select button, a cracked reservoir tube lip and a scratched case.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm error 25. Customer's blood glucose was 10.00 mmol/l. The customer advised that the internal power source was unable to charge. Customer was advised that the device would be replaced and returned the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.